Manufacturer narrative:
Model number / catalog number: unk-p-ipp, serial number null batch / lot number: n/a, model / catalog description: unknown. Model number / catalog number: unk-p-ipp, serial number null batch / lot number: n/a, model / catalog description: unknown.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to the pump going flat after two pumps. The physician suspected that the cylinders had ruptured. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure, fluid leak was identified due to a pin hole being found in the reservoir. The patient did not experience any further complications. No more information available at the moment, further information was requested. It was further reported that the cylinders had not ruptured. Only a pin hole in the reservoir was found. No more information available at the moment. Should additional information become available, it will be provided.